Manufacturer narrative:
Philips investigated this complaint and confirmed that the footswitch was bent. In 2015 philips initiated a field safety corrective action to install a ground plate in this model of footswitch to prevent pedals from bending. According to philips service records, the ground plate was installed in this system in june 2015. The ground plate was not installed when the system was checked on site. No information is available as to why the ground plate was not installed. The footswitch was replaced and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that intermittently fluoroscopy was unavailable. The pedal of the footswitch was bent. No patient harm has been reported to philips. Philips has initiated an investigation of this complaint.